Event description:
The customer reported that while the ventilator was connected to a pt, two technical error codes were displayed. One indicated a communication failure with the control circuit board and the second indicated disabled valves, where all gas modules are disabled, the safety and expiratory valves are opened and the power to all these valves is removed to enable spontaneous breathing. The machine thus stopped ventilating. The problem was not subsequently reproduced and there was no pt injury.

Manufacturer narrative:
Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.